Event description:
A prolieve thermodilation kit was used in a procedure in 2007. (Patient age and weight unknown.) It was reported to boston scientific that during the procedure, the physician could not place the catheter due to patient's anatomy. A possible false passage was created. The physician placed a treatment catheter and sent the patient home. No patient complications were reported, and the patient condition is reported as fine.

Manufacturer narrative:
Since no product was received, no root cause could be determined and complaint failure could not be identified. Not all patient anatomy are able to accept placement of the catheter.